Manufacturer narrative:
The broken screw was left implanted, therefore will not be returned. Manufacturing and inspection records could not be reviewed because no batch number was provided. Therefore, the root cause could not be established.

Event description:
A screw broke during surgery.